Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with add'l info a supplemental report will be issued.

Event description:
It was reported that, " in 2007: loose cup- surgeon replaced with a 56mm zimmer cup (36 liner)."